Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was trying to use their programmer to turn their ins back on after turning it off about 3 months ago for problems that were unrelated to the therapy. The patient had not been able to get the programmer connected to the ins. It was reviewed that after 3 months the programmer may need new batteries. The patient confirmed the programmer screen was coming on and displaying the sync screen. Once they attempted connection the patient saw the informational low battery screen. The patient cleared the screen and noted being back at the sync screen. It was recommended that the patient change the batteries, and the patient stated they had changed them 3 times using a 16 pack of batteries from (B)(6) that worked just fine in their radie. When asked to confirm the batteries were alkaline, the patient declined taking them out but stated they were sure they were alkaline, but they would buy new batteries and call back. Additional information was received from a consumer indicating that they replaced the batteries in their patient programmer, but they were still getting the poor communication screen. The patient tried with and without the antenna on the call and the programmer was not connecting. The patient was sent a replacement programmer. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they were having trouble using the stimulator. The patient was transferred to patient services. Additional information was received from a consumer indicating that the patient received their replacement programmer and were still having the same issue. The patient was still seeing poor communication with and without the antenna. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that replacement of the programmer batteries did not resolve the inability to connect and the low battery screen. The patient reported their problem was resolved by the manufacturer¿s representative. No further complications were reported.